Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the surgeon was using the instrument to dissect tissue. The blade was later found to have separated. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "blades of the instrument were separated." Failure analysis found the primary finding of harmonic insert broken to be related to the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke roughly 0.150¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.